Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states allegedly under the chair where the crossbrace is, the frame is broken. The chair collapses for folding MDR filed.